Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem.cause of the event is reported as unknown.